Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the plunger went above the lens. Additional information was received and stated, in surgeons opinion the event was caused due to defective loader. There was no patient contact.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report that the plunger went above the lens, therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.11. Correction: FDA product problem code a0201 was removed. The manufacturer internal reference number is: (B)(4).